Event description:
Potential health threat; I uncovered a systemic health risk issue in the resmed airsense 10 CPAP machine. There is a part in this machine known as the air outlet, part no. 37310 that can get mold and mildew growth inside the airway path. After finding mold in this part I contacted the distributor and the manufacturer who both claimed that there is no need to either periodically clean or replace this part. In my opinion this poses a serious health risk to anyone using this machine because of possible ingestion or inhalation of deadly mold spores. FDA safety report ID# (B)(4).